Event description:
The customer reported that the insulin pump alarmed multiple times during the manual prime/rewind process. Troubleshooting was performed. The blood glucose reading was 479mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.